Event description:
It was reported that stent damaged occurred. The 96.5% stenosed, >45 and <90 degree bend, eccentric shaped, 86mm in length, de novo target lesion was located in the moderately tortuous and severely calcified, 7.7mm in diameter iliac artery. Predilation was performed with an unspecified 8x40mm balloon catheter with 47% residual stenosis immediately after pre-dilation. A 8.0x60x135 cm express ld iliac / biliary stent was selected to treat the lesion but it was difficult to advance the device and could not cross the lesion due to the severe calcification and the blood vessels were too curved. Upon removal of the device, it was noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).